Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, it states, ¿surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling.¿

Event description:
It was reported that patient underwent an initial total left hip arthroplasty on (B)(6) 2015. During the procedure, the tip of the drill bit fractured into the patient. The fracture piece was retrieved from the patient, and another drill bit was used to complete the procedure. No further information has been provided.